Event description:
Doctor performing bilateral breast fat grafting. While performing the fat grafting, doctor noted something looked off with the fat grafting cannula mid use and realized the tip was missing. Rn circulator, informed charge nurse of situation and called for an x-ray at 1004. Operating room manager notified by charge nurse. X-ray taken and revealed broken tip of cannula in patient's back. Tip was removed by doctor easily and in one piece. Repeat x-ray showed no retained instrument fragments. X-ray read by radiologist at 1022 and confirmed that the piece had been removed. Doctor observed retrieved tip and compared it to the cannula handle--confirmed that all pieces were accounted for. Or manager retrieved packaging from trash with reference and lot numbers and also notified operating room director.